Event description:
The following was reported to gore from the imaging database, imedidata base, clinical site and field sales associate: in 2018, the patient underwent an endovascular procedure. The manufacturer of the device(s) could not be confirmed; however, no additional information regarding this procedure is available. On (B)(6) 2024, the patient underwent a chimney/snorkel endovascular repair in zone 6 (celiac) utilizing the gore® excluder® thoracic stent graft, gore® excluder® aaa endoprosthesis, gore® excluder® conformable aaa endoprosthesis, and gore® viabahn® vbx balloon expandable endoprosthesis. On (B)(6) 2024, the patient underwent an additional endovascular procedure for an aneurysm in zone 6 (celiac). This was believed to have been part of a staged repair. On (B)(6) 2026, the patient underwent a reintervention to treat a type 1b endoleak. Bilateral gore® excluder® iliac branch endoprostheses were implanted, successfully resolving the endoleak. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, imaging identified a type ii endoleak and an indeterminate endoleak. No further treatment has been performed to date.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.